Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of a turbo-ject® single lumen power-injectable PICC for administration of parenteral nutrition and antibiotics. On (B)(6) 2022, around 2 months after placement, it was noticed that the PICC line had cracked and blood was leaking. It was noted that the device was secured to the patient using tegaderm and a statlock and the hub was used daily. The device was flushed per recommendations. The hub was not damaged. On (B)(6) 2022, 11 days prior to the scheduled exchange date, the device was replaced with a similar device. A photo provided by the customer shows the extension tubing partially separated from the purple hub. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: h6 - annex g. Investigation ¿ evaluation: (B)(6) informed cook that on 07mar2022, the PICC line in a turbo-ject single lumen power-injectable PICC (rpn: upics-4.0-CT-nt-1111) was cracked. The device had been in place for more than 2 months and was later replaced with another PICC line. The device was maintained per the usual maintenance and was injected below 325 psi. The PICC was being infused with parenteral nutrition and antibiotics, with the activity level of the patient was described as bedridden. It was reported that the patient did not experience adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14189743, subassembly lots ic13969044 and sa13831847 and raw material lot 2166238.1 found no nonconformances that could have contributed to the reported failure mode. It should be noted that no other complaints were associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Precuations: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter placement (fluoroscopic method) 14. After the catheter is in final position, remove the obturator, secure the catheter to skin and dress in standard fashion. Catheter placement (non-fluoroscopic method) 9. After catheter is in final position, remove obturator, secure catheter to skin and dress in standard fashion. Power injection procedure 1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 5. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6.remove syringe and attach power infection device to the catheter using the manufacturer¿s recommendations. 7. Conduct study using the power injector, making user not to exceed the maximum flow rate or pressure limit for the catheter. How supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of device master record and device history record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure is related to the device design. A previous CAPA investigation found that the root cause was related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided 08jun2022. The patient was bedridden. Power injection below 325psi was used.